Event description:
A malfunction on the pump was reported after exposure to a metal detector. There was no adverse impact on the customer¿s blood glucose level. The issue resolution involved replacing the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.